Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2017-00252.